Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to a available information, this device required replacement due to difficult inflation. Only the pump was replaced. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Additional observation of the pump by the research and development product support manager was performed. Upon review, it was determined that the pump has the unitary pin, and it is a tti pump. The crack force shifting the deflate pin from deflate to inflate mode functioned as expected. It was noted that that the inlet and exhaust springs were not as polished as expected. The bulb may have been a little more difficult than normal to compress, but not significantly difficult. No functional abnormalities were noted with neither cylinder 1 nor cylinder 2. The information received indicated the device was difficult to inflate. The research and development product support manager reviewed the returned pump. During this review, it was concluded that the pump was functioning appropriately and within specification. The crack force shifting the deflate pin from deflate to inflate mode functioned as expected. The pump bulb may have been a little more difficult than normal to compress, but not significantly difficult. Visual examination concluded that there was no foreign material, flash or particulate obstructing the fluid pathways. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.